Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to missing retainer. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unable to verify no deliveries occlusion and drive motor anomalies due to missing retainer. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator assembly. The following were noted during visual inspection missing reservoir tube o-ring, broken reservoir tube lip, stained keypad overlay, missing display window cover, broken reservoir tube lip, and cracked case near belt clip rails. Cosmetic damage to the retainer area was confirmed. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unable to verify no deliveries occlusion and drive motor anomalies due to missing retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the back near reservoir chamber, retainer ring missing, button sticking button hard to press random no insulin delivery alerts. Troubleshooting was not performed and the information was not sufficient. No harm requiring medical intervention was reported. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis.

Event description:
Retainer ring recall details were added with this report which was not included in the initial report.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.